Event description:
It was reported that a customer's pump screen was broken, rendering it non-functional. There was no adverse impact to the customer's blood glucose level noted due to the incident. The pump was returned for evaluation, and a replacement pump was dispatched to the customer.